Manufacturer narrative:
Analysis was performed by onsite service personnel, including a review of system log files. The investigation determined that at the affected bed (icu10), the heart rate (hr) and arrhythmia alarms were disabled. A philips field service engineer (fse) confirmed that the alarms were turned off at the mx750 on (B)(6) 2026, at 1:32 am. The log review further showed that the alarms were re-enabled after the reported event on (B)(6) 2026, at 4:54 pm. Based on the information, the device did not cause or contribute to any patient harm as there was no delay in care. The cause of the failure to alarm was use related due to alarms being turned off.

Event description:
It was reported the patient's condition met the trigger for alarm; there was no audible or visual alarm generated. The patient's heart rate decreased, and they went into cardiac arrest; however, no alarms were generated due to the users turning heart rate and arrhythmia alarms off, which was confirmed during a review of the audit logs. It was indicated there was no delay in care for the patient. Due to fortunate circumstances in that there was no delay in care, the death does not appear to be related to the failure to alarm.